Event description:
It was reported that, during the procedure using a 'suturefix ultra', the anchor came out from the bone while tying the knot. The procedure was completed with a non-significant delay using a smith and nephew back up device in a different bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original box. The anchor and suture thread are missing. The inserter has been actuated. No other physical damage visible to the device. A functional evaluation of the returned device found that the mechanical portion worked due to the device has been actuated. No function test. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No relevant clinical information has been provided to perform a thorough medical investigation or determine the clinical root cause of the reported failure. It has not been reported whether the anchor was removed from inside of the patient once it cam out of the bone. The possibly retained anchor is intended for implantation, so biocompatibility is not an issue. However, we cannot rule out the possibility of local skin irritation, micro-motion/migration of the possibly retained anchor. It was reported, the procedure was completed with a non-significant delay using a smith and nephew back-up device in a different bone hole. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.